Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was slight lead migration. There were no patient symptoms or complications reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient had a lead revision on (B)(6) 2018. The 0-7 lead had impedance > 10,000 and both existing leads appear to have migrated superiorly. The leads will be replaced with manufacture product. X-ray showed superior, bilateral lead migration. The patient's existing anchors were removed. The existing functional lead was pulled down to the desired level and the new lead was placed. Both leads were then anchored. The issue was resolved at the time of this report. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative noted that the event was reported to them by the health care provider. The rep noted they were aware of the lead migration after it was confirmed via x-ray results on (B)(6) 2017. It was unknown when the lead migration occurred. The cause of the lead migration was not determined. There were no symptoms reported that the patient started experiencing in relation to the migrated lead. In order to troubleshoot the situation, the patient was reprogrammed with high dose settings. The patient is currently scheduled for a spinal cord stimulation evolve trial. The event was noted to have not resolved at the time of report. There were no patient symptoms or complications reported.